Event description:
It was reported that a spectrum pump failed flow rate accuracy test. This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for flow rate testing and was within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: a review of the event history log was performed. There are no events on the customer reported date provided (06-may-2025). On the last day of customer use, (B)(6) 2025, the user programmed two infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional information become available a supplemental report will be submitted.